Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side rupture. Device status is unknown.

Event description:
Patient reported left side rupture. Patient additionally reported capsular contracture baker grade ii/iii. Device remains implanted.

Manufacturer narrative:
B3. Doo continued: (B)(6) 2023. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side rupture. Patient additionally reported capsular contracture baker grade ii/iii. Device remains implanted.

Event description:
Patient reported capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observed. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported left side rupture. Patient additionally reported capsular contracture baker grade ii/iii. Patient later reported capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #4. Aware date should have been listed as 4-mar-2025. Additional, changed, and/or corrected data: b5, b6, g2, h6, h11.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed left side rupture and reported left side capsular contracture baker grade IV. Device has been explanted.